Event description:
The customer observed falsely decreased architect estradiol result for one patient. The result was reported to the physician who questioned the result. The patient previously had an elevated estradiol result of > 2000 pg/ml with a risk of thromboembolism. The same sample was repeated, and the results were higher. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 942 pg/ml (undiluted). (B)(6) 2023 sid (B)(6) 1st repeat result = > 1000 pg/ml (undiluted); dilution 1:5 result = 3354 pg/ml. (B)(6) 2023 sid 530121101018 2nd repeat result = > 1000 pg/ml (undiluted); dilution 1:5 result = 3729.319 pg/ml. Patient¿s previous result = > 2000 pg/ml. No impact to patient management was reported. On 01mar2023, the customer provided additional information on this patient. The patient is female who is having an ongoing treatment with fyremadel, menopur 112, and folic acid.

Manufacturer narrative:
The complaint investigation for falsely decreased architect estradiol result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Ticket search by lot indicates the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 40252ud00 and complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the architect estradiol assay for lot 40252ud00 was identified.

Manufacturer narrative:
Patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect estradiol result for one patient. The result was reported to the physician who questioned the result. The patient previously had an elevated estradiol result of 2000 pg/ml with a risk of thromboembolism. The same sample was repeated, and the results were higher. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = 942 pg/ml (undiluted). (B)(6) 2023 sid (B)(6) 1st repeat result = 1000 pg/ml (undiluted); dilution 1:5 result = 3354 pg/ml. (B)(6) 2023 sid (B)(6) 2nd repeat result = 1000 pg/ml (undiluted); dilution 1:5 result = 3729.319 pg/ml patient¿s previous result = 2000 pg/ml no impact to patient management was reported.

Manufacturer narrative:
Section a3-gender: added gender. Section b5-describe event or problem: additional information has been added. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On 01mar2023, the customer provided additional information on this patient. The patient is female who is having an ongoing treatment with fyremadel, menopur 112, and folic acid.